Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the stimulator only works if the patient brings her head tilted down their neck. They clarified that they were referring to only feeling stim if she tilted her head down. The issue started several months ago in 2019. The patient has tried all groups/programs and stated that has not resolved the issue. The patient later said that about a month prior to the report she began to experience inconsistent stim in her hands. Specifically, if her head is upright she felt little or no tingling, but if she tipped her head forward she felt more. Impedances showed that electrodes 1 and 9 were out of ranging. Other than that, all electrodes were within normal limits. X-rays and a CT scan were ordered to check the lead. The patient was advised to increase the intensity when her head was upright, and to decrease when leaning forward. The issue was not yet resolved. No further complications were reported.

Event description:
Additional information was received from a manufacturer representative and a health care professional regarding the patient on (B)(6) 2020. It was reported that the patient was getting an eri (elective replacement indicator) message on the battery. She was also not getting paresthesia. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2020. It was reported that the implantable neurostimulator had reached its end of service. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2020. It was reported that the patient had their primary cell implantable neurostimulator replaced on (B)(6) 2020 as the primary cell implantable neurostimulator had died/reached its end of service. During this replacement, the old surgical lead was replaced with a new 2x8 surgical lead because of some high impedances. It was noted that there was scar tissue seen when removing the old paddle and placing the new one. The new lead was tightened down into the header bl ock and the torque wrench clicked normally. Before closing the patient, all impedances were showing in the normal range in the 500-600 ohms.

Manufacturer narrative:
Concomitant medical products: product ID 39286-30, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause has not been identified. The rep has not seen the patient since (B)(6) . The rep has attempted to call the patient and they have not gotten an answer from the patient or doctor. As per the surgeon via a text that the x-rays are fine. No actions have been taken as of yet. The plan was to meet the patient when she goes back for a post-op appointment, but the rep does not have a date for that. It's unknown of the issue has been resolved.